Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The stent had detached from the balloon. The entire stent appears severely damaged with stent struts severely stretched longitudinally. The damage is consistent with a stent been expanded and subsequently stretched. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. There was contrast in the inflation lumen and balloon. The balloon was loosely folded. A visual and tactile examination found numerous kinks throughout the hypotube. A visual and tactile examination found no issues with the tip profile. A visual and tactile examination found no issues with the profile of the shaft. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. After rotational atherectomy was performed, plain old angioplasty (poba) was performed with a balloon catheter and intravascular ultrasound was done. A 2.25x16 synergy¿ drug-eluting stent was selected for use. During preparation, when the stent protector was removed, the stent was also removed from the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgement outside the patient occurred. After rotational atherectomy was performed, plain old angioplasty (poba) was performed with a balloon catheter and intravascular ultrasound was done. A 2.25x16 synergy drug-eluting stent was selected for use. During preparation, when the stent protector was removed, the stent was also removed from the delivery system. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.